Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur.¿ number 11 states, "wear and/or deformation of articulating surfaces." Evaluation of the explanted device found evidence of deformation and wear, this wear is likely due to impingement.

Event description:
It was reported that the patient underwent initial bilateral hip arthroplasties on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 due to a fractured liner on an unknown side.